Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant alleged that the dilator did not fit into the sheath nicely and that there was an unknown black substance on the end of dilator. No adverse effects have been reported as a result of this product problem.